Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: cyst: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side trace periprosthetic fluid is within physiologic limits and small cyst superiorly. Device has been explanted.

Event description:
Physician reported right side trace periprosthetic fluid is within physiologic limits and small cyst superiorly. Device remains implanted.

Event description:
Physician reported right side trace periprosthetic fluid is within physiologic limits and small cyst superiorly. Device remains implanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " periprosthetic fluid".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Physician reported, right side trace periprosthetic fluid is within physiologic limits and small cyst superiorly. The device has been explanted.